Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 (UDI inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear of the device. However, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found no image on the device upon inspection. The reported issue of "no image " was confirmed. Furthermore, the following defects/findings were identified during device inspection: distal end cap inspection failed as damage found on c-cover. Scratched observed on universal cord. Angulation less than the specified value. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the monitor did not show an endoscopic image when the system was started. The issue found at preparation for use. According to the reporter, as the issue was detected during preparation for the examination , it had no effect on the examination/on the patient/on the user, as the error occurred during preparation or post-processing. No harm was reported as the result of the event.